Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00137. It was reported the patient ((B)(6)) lost stimulation in (B)(6) 2015. Lead diagnostic testing revealed invalid impedance measurements. In turn, surgical intervention was undertaken to explant and replace the lead. Intra-operative diagnostic testing identified the patient's extension exhibited high impedance measurements. As a result, the patient's extension was explanted and replaced which resolved the issue. It was reported stimulation was restored post-operative.